Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent revision procedure, wherein a new spinal cord stimulation (scs) lead was added. The patient was doing well postoperatively. Nothing was explanted.